Manufacturer narrative:
The event date has been corrected from 24-sep-2020 to 16-sep-2020.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. Additionally, the instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.21¿ ¿ 0.35¿ in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse. A review of the instrument log for the instrument (pn 470318-10/lot # n10190923-0005) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 (prior to the reported date of finding the instrument issue) on system (B)(4). The instrument had 4 uses remaining after last use. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor was found to have a loose cable. The procedure was completed with no reported injury.